Manufacturer narrative:
On august 21, 2023, the mentor analysis lab received the suspect medical device for evaluation. On august 28, 2023, mentor was notified that the patient underwent removal and replacement with non-mentor breast implants. On august 29, 2023, mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear extended from the anterior to the posterior view, measuring approximately 9.0 cm. A microscopic examination was performed and instrument damage was not identified, however, in the paperwork received it was specified that the product was damaged during the explantation process. A thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Based on the information currently available, information received indicates that the implant was damaged during the explantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Additionally, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a 36-year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a 325cc mentor smooth round moderate plus profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated right breast implant during an in-office visit with a medical professional. As a result, the patient underwent unilateral removal and replacement with a right-sided 325cc mentor smooth round moderate plus profile saline breast implant on (B)(6)2023.